Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer evaluated the device at the customer site. The reported power issue could not be reproduced. The device passed all functional testing performed.

Event description:
Device user (du) reported that the device turned off while plugged in, then turned back on within a minute or two. A message code came up on the graphical user interface before the spontaneous shutdown, but the du could not recall the specific message code.